Manufacturer narrative:
The end user checked the fuse internal to the ccm to ensure that the leads were connected and fully seated. After this troubleshooting, the unit then powered up correctly and operated as intended. D4: the UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4: the manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.

Event description:
It was reported that during use of the device for a non-clinical activity, the central control monitor (ccm) monitor would not turn on. There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.